Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flush valve was replaced.

Event description:
The hospital reported the flush valve was stuck open. There was no reported patient involvement.